Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an 'er2' message. Per the onetouch ultramini owner's booklet, an error 2 message can be due to 'a strip or meter problem'. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6) 2011 at midnight. The patient stated that she manages her diabetes with the insulin pump and took her usual dosage of medication, humalog (unknown dose), in response to the reported issue. At an unspecified time on (B)(6) 2011, the patient stated that she developed symptoms of being 'incoherent' and shortly after, called ems who tested her on their meter (unknown device) and obtained a reading of '55mg/dl or lower'. The patient claimed to have been administered with IV glucose afterwards. After troubleshooting, the cca noted that the alleged issue remains unresolved. Replacement products were sent to the patient. Although the patient did not develop symptoms suggestive of a serious injury, this complaint is being reported because the patient received medical treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter was tested and no faults were found. The test strips were tested and the primary complaint was not confirmed. However, a secondary issue was noted where the test strips were found to have failed for control solution high. The retain test strips were tested and passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.